Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the medical representative regarding the patient. The caller reported that the patient was scheduled for a follow up visit with the doctor. They will have an update after the visit. No further information reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient felt warmth at the battery site only when the device was on. Impedance was checked and there were no out of range values. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. No actions or interventions were taken to resolve the issue. As of (B)(6) 2016, the issue was not resolved, no surgical intervention had occurred, and the patient was alive with no injury. The issue occurred during normal use. Additional information was received from the patient via a rep. After stimulation had been on for about 15 minutes was when the patient felt the warmth at the ins pocket site. The patient would turn stimulation off when she felt the heating. While in the clinic on (B)(6) 2016, the patient had stimulation on for about 15 minutes and the ins pocket felt warm to the touch. The heating sensation would go away when stimulation was turned off. There was no concern about allergic reaction or infection as of (B)(6) 2016. The rep programmed the patient with a simple bipole, a pulse width of 120 microseconds, and a rate of 60 hertz, but the patient still felt warmth at the pocket site with stimulation on. The patient and rep were to follow-up with a healthcare professional (hcp). The patient was also getting rib stimulation at the top of the lead and leg stimulation at the bottom of the lead, but didn't get any stimulation in the middle of the lead in the back where desired. The patient had pain in her leg muscles with stimulation on. When the patient turned stimulation off, the pain in the leg muscles got worse. It was noted that the patient did not have this type of pain prior to implant of the spinal cord stimulation system. The patient¿s system was first programmed on (B)(6) 2016. It was noted that the patient¿s lead was epidural. The rep didn't know if the patient had a lot of scar tissue where the lead was placed. The rep was also to discuss addressing the issue around the lack of stimulation in the desired area with the hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.